Manufacturer narrative:
A company service representative examined the system and observed the system restarted when the bulb turned on. The bulb and the front panel connectors were reseated. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no add'l, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message. The system was switched out to complete the case. Add'l info was received: the scrub technician reported a system message was received during surgery. The system was switched out to complete the case. There was a delay of 10 minutes. There was no pt harm or procedural changes.